Manufacturer narrative:
The onyx was not returned for analysis as it was consumed in the procedure. Based on the reported information, there was no allegation that a malfunction or deficiency of the onyx occurred during the embolization procedure. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure and patient condition related event. Hemodynamic changes in blood flow pattern may have contributed to the reported events, however, the exact cause of the thrombus and the post procedure event remain unknown. Thrombus and neurological deterioration are known inherent risks of the mechanical thrombectomy procedure and are documented in our devices¿ instructions for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that post the onyx embolization procedure, the patient experienced a neurological deterioration and dysphagia. During the embolization, there was thrombus around fubuki 7f guidewire so there seemed to be embolism near pica. Per the treating physician, the embolism was not related to the onyx. The embolism location was in the craniocervical junction (ccj). Primary disease: cerebral infarction and cerebral hemorrhage. Embolization of the craniocervical junction (ccj) was performed with onyx and the cerebral arteriovenous fistula embolization procedure was finished. Reoperation was not required and the patient is only being monitored. The vessel anatomy was moderate in tortuosity and small in diameter.